Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the guide catheter was broken. It was unknown how the broken piece of guide catheter was removed from the patient. The procedure was completed but it was unknown what device completed the procedure. There were no patient complications reported as a result of this event.